Event description:
It was reported that the right side of the programmer display was unresponsive. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the right side of the programmer display was unresponsive. A jumping cursor was found in upper right quadrant. Due to a lack of parts available the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.